Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was using a non-tandem provided charging cable with a tandem-provided wall adapter to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.